Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the jet-tube and a burn on the distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of the foreign material inside the auxiliary water supply channel was confirmed, but the foreign material was not identified. It is possible that leakage from the scope-cover, the forceps channel, and the insertion site prevented proper reprocessing, therefore; the foreign matter could not be removed. The distal cover being burnt was also confirmed. The probably cause was likely attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. However; a definitive root cause could not be determined. The event of burn can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-1100 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿inspection of the endoscope¿. Instructions for gif-1100 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.